Event description:
It was reported that during preparation of a 6.0mmx20mmx135cm (4f) sterling , it was noticed that the device catheter broke. The procedure was completed with another of the same device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).